Manufacturer narrative:
The customer has re-loaded the software on both units, and the devices are functional. Further service from physio-control at this time has been declined. The root cause of the reported problem cannot be determined, as the devices will not be evaluated by physio-control.

Event description:
It was reported that 2 devices are showing flashing wrench icons. There was no patient use associated with the reported incident.